Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra-fine¿ insulin syringe hub detached with the shield before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "the hub was detached with the shield."

Manufacturer narrative:
H.6. Investigation: customer returned photos of a 1/2cc syringe. Customer states that the hub was detached with the shield. The attached photos were examined and exhibited the hub-needle/shield assembly separated from the barrel. A review of the device history record was completed for batch# 9168994. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications [200824594, 200825098] noted that did not pertain to the complaint. Process summary: automatic syringe assembly machine, which feeds 0.5ml, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Root cause: l2l dispatch #71076 was created during the creation of this batch for fault on camera. Corrective action: the camera was reset.

Event description:
It was reported that the bd ultra-fine¿ insulin syringe hub detached with the shield before use. The following information was provided by the initial reporter, translated from japanese to english: "the hub was detached with the shield."